Event description:
During surgery when the surgeon inserted the screw by the screwdriver, the tip of the screwdriver was broken. He removed a piece of the screwdriver in screw head and finished the operation with another screwdriver.

Manufacturer narrative:
Investigation in progress but not yet complete.